Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a perforation in an unspecified lesion. A 2.8x19mm rx graftmaster was attempted to advance when the shaft was noted to be damaged. There was no reported resistance and the damage was noted as unknown. The perforation was successfully sealed with balloon angioplasty. There were no reported adverse patient sequela and no clinically significant delay. No additional information was provided.

Event description:
It was reported that the patient presented with a perforation in an unspecified lesion. A 2.8x19mm rx graftmaster was attempted to advance when the shaft was noted to be damaged. There was no reported resistance and the damage was noted as unknown. The perforation was successfully sealed with balloon angioplasty. There were no reported adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported break appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.code 1506 removed